Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5867-3m, adaptor implanted (B)(6) 2015; dtba1d1 crt-d, implanted (B)(6) 2015; 5076-52 lead implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that noise was observed on the right ventricular pace/sense lead that led to inhibition of pacing. Reprogramming was performed. Three days later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.